Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when turning on the system the main cart monitor displayed a "no video detected message and the camera cart displayed "no source signal" message. The site tried rebooting with no change. They performed troubleshooting. They checked the video input, and the main cart was on hdmi, the camera cart was on display port. They confirmed the computer was getting power, and there was no light on the uninterruptible power supply (ups). They saw a red flashing light on the gpu section of the computer. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial: (B)(6); implant date n/a; explant date: n/a section d references the main component of the system. Other medical products in use during the event include: computer 9735764 nav with pcoip s8 svc cable 9735785 dp to mini-dp s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis. Functional testing determined that the computer was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.